Manufacturer narrative:
Conducted follow-up with the customer to address the reported event. Fse install external computer, part was not there. Part was delayed due to weather's also replaced computer and loaded the nexus files. The old computer had nine pin connections for the lis, new computer used usb connection, per marty left usb serial adapter with customer. Customer ran qc, instrument up and operational. Fse removed hard drive and gave it to beth, also follow up with laura in shipping and she informed that tosoh did not want old computer return, leave it at site to be scrapped .no further action required from field service. The most probable cause of the reported event was due to a defective external computer tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported computer issues (computer crashing, can't get 1800 sw up, crashes) with their their aia-1800 analyzer. .a field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for bhcg and afp.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.